Event description:
Physician was performing a laparoscopic appendectomy. The covidien endo gia ultra universal stapler was being used with an endo gia curved tip reload with tri-staple technology. Staples were not firing in a consistent manner. Removed from body without difficulty.